Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 11 months post tavr with a 23mm sapien 3 valve in the aortic position the mean gradient had been gradually climbing, anticoagulation had been attempted and tee revealed a mean gradient of 80mmg, valve area of .27cm2 and vmax 5.7. There was a plan for tavr in tavr. Per the fcs, the valve was analyzed by echo and CT and was seen to have calcium on the valve leaflets with a high gradient bvf. The patient was symptomatic with shortness of breath, lethargy and heart failure. Per additional information, the patient passed away prior to any intervention due to septic shock and pneumonia. They have also separately classified her passing as neuro/cardiogenic shock.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post implant calcification was unable to be confirmed due to unavailability of relevant imagery/medical records. Available information suggests patient factors (diabetes) likely contributed to the event as patient medical history of diabetes was reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.